Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, and it revealed a tear on the patch on the posterior view, measuring less than 0.1 cm. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from original findings. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a female patient, who underwent primary breast reconstruction with a 650cc mentor cpx 4 breast tissue expander on an unspecified side, suffered deflation, post-operatively. The deflation was diagnosed during an in office visit. As a result, the patient underwent removal and replacement with a 650cc mentor cpx 4 breast tissue expander (catalog: 3548215 lot: 7568876 sn: (B)(4) on (B)(6) 2020.